Manufacturer narrative:
Date sent to the FDA: (B)(6) 2020. Additional information: d10, h4, h6. A manufacturing record evaluation was performed for the finished device lot pl6705, and no non-conformances were identified. Additional h-3 summary: two failed suture needles, were submitted for fractographic evaluation. The components were identified as product code z1923e. A fracture was observed at the suture attachment of sample a. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: three needles are broken in one case. The needle seems to have been removed without losing sight. There is no problem with the patient's condition. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a a cesarean section procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture broke at the swage part during continuous suturing on the fascia at the 2nd - 3rd stitch. Another like device was used to complete the procedure. No pieces left in the patient. There were no adverse patient consequences reported. Additional information was requested.